Event description:
It was reported that the pt experience an overdose with the following symptoms: drowsiness, lethargy, and seizures. The symptoms only occurred after the pt was "shaken" using "the vest". The "vest" was a device that the pt used because he could not cough. It produced high frequency chest wall oscillation. The device had a motor and went right over the pump. After using the vest, the pt experienced symptoms of overdose. They had ruled out environmental or other medical procedure interference. Final pt outcome was not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.